Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
The battery gauge is not reliable and the consumer cannot tell when the battery needs charged.